Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing causing pacing inhibition and sensing issues. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.